Manufacturer narrative:
Pending evaluation.

Event description:
As reported, a broken version rod with the threads gone was discovered when picking up instruments from processing. Specific case and patient information is unknown. Device to be returned.

Manufacturer narrative:
(H3) the broken instrument reported was likely the result of transmitted impaction forces to the junction between the broach handle and retroversion handle with the threads of the retroversion handle partially engaged, allowing for the applied force to be transmitted to the threaded tip of the retroversion handle, leading to ultimate failure.